Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 20-oct-2016 through 20-nov-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 6, troubleshooting, section 6.4 - abnormal chromatograms states the following: chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. Unknown peaks that elute from the column before the a0 peak are designated as p0x where x = any number from 0 to 9. The first unknown peak in a chromatogram is named "p00", the second "p01" and so on. There are many different causes for unidentifiable peaks to appear on the chromatogram. It may simply be that a small amount of air is passing through the column. Make certain the fittings at the column and filter connections are sealed. Another possible reason for p0x peaks is the presence of certain hemoglobin variants. However, the majority of hemoglobin variants will come out as h-v0, h-v1 or h-v2. If most chromatograms exhibit unidentifiable peaks for no apparent reason and the average retention time (rt) for sa1c varies significantly from the ideal rt of 0.59, the presence of these peaks can usually be eliminated by changing the flow rate. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. Under lesson 10, programming analyzer flags, code 35: code 35 refers to the retention time of the sa1c peak. This flag may be programmed to alert the operator that the sa1c retention time has varied from 0.57-0.61. Suggestion for programming flag: 35<>0.02 0 check sa1c rt this flag can be programmed to alert the operator that the sa1c retention time has differed significantly from the ideal retention time of 0.59. The fact that this flag is printed on the chromatogram does not mean that it is not reportable. The most probable cause of the fast retention time was due to the flow factor needing adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing fast retention time of 0.62 minutes (acceptable range is 0.57 to 0.61 minutes) with a code 35 on patient samples with the g8 instrument. The customer reported that the column injection count was at 3200 (maximum recommended is 2500 injections). The technical support specialist advised the customer to adjust the flow factor an effort to bring the retention time within acceptable range. The customer reported that retention time within acceptable range after the flow rate adjustment. The tss advised the customer that the column should be replaced as well, as it had exceeded its warranty. It is not known whether there was a difference in the hemoglobin a1c results before and after due to the out of range retention time. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.